Event description:
Complainant alleged that a nurse (age and gender unk) was removing multifunction electrode from a pt (age and gender unk) when the nurse received an unintended delivery of energy. There was no indication of any adverse effect on the pt as a result of the reported malfunction.